Event description:
The customer reported that the device locked up/froze during an opcheck. This occurred during testing of the device. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.